Event description:
It was reported by the user facility, the irrigation was weak. A lack of irrigation in the device is known to cause overheating. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported by the user facility, the irrigation was weak. A lack of irrigation in the device is known to cause overheating. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.